Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial and femoral components at the bone to implant interface. The knee was revised where all components were explanted except the patella. An attune revision construct was implanted. The tibial and femoral component did exhibit bony growth on the back side of the implants when explanted. A picture of this has been included. All implants were kept by the hospital. Doi: (B)(6) 2020 dor: (B)(6) 2021 right knee.